Event description:
An altitude alarm was reported on a customer's insulin pump, which was obstructed and subsequently led to a suspension of insulin delivery. The customer experienced a blood glucose level of 23.5 mmol/l, which, while reported, remained within the permissible range. Technical support instructed the customer to clean the speaker holes, remove and reconnect the cartridge, and try replacing it with a new one, but the alarm persisted. Unable to resolve the issue after further attempts, technical support arranged a replacement pump, confirmed the shipping details, and provided instructions to return the troubled pump within ten days using a prepaid label. The customer was advised to use multiple daily injections as backup therapy in the meantime.